Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing. Myopotential inhibition was also noted. Review of stored electrograms from (B)(6) 2017 revealed low level, high frequency noise that was inhibiting pacing. No changes were made. The patient was in a stable condition and will continue to be monitored.